Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Cust is very upset because she does not know how to use her pump properly or how to change infusion set inquired what led up to the complaint. Customer response: cust sts she went through most of her reservoirs and is down to the last 3 reservoirs customer's outcome pertaining to the complaint: will send box of replacement reservoirs additional notes: per hl management team ok to send cust a box as courtesy and send overnight. Cust did report she was hospitalized due to high bg attempted to t/s but cust declined stated she was being discharged from hospital and would call back ship: 1 mmt-332a / return: nothing.